Event description:
The reporter stated that the surgeon inserted a aa4204vf plate silicone lens. A capsular tear occurred during insertion of the lens into the eye. The incision was enlarged to remove the lens and a vitrectomy was performed. No suture was required to close the wound. It was unknown what caused the capsular tear. The reporter stated that the pt had radiation treatments and this may have contributed to this event.